Manufacturer narrative:
Codman hakim programmable valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for catheter to fracture could be due to improper handling, as noted in the IFU: ¿silicon has a low cut and tear resistance therefore exercise extreme care when placing ligatures so that they are not placed too tightly¿.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a fractured lumbar catheter. On (B)(6) 2019, the valve was implanted via l-p shunt. The initial setting: unknown. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020, the patient started experiencing reduced cognitive function. X-ray with contrast was performed and it confirmed the lumbar catheter fracture. Therefore, the lumbar catheter replacement was scheduled for (B)(6) 2020.